Event description:
Related manufacturer reference number: 2017865-2022-00113. Related manufacturer reference number: 2017865-2022-00114. It was reported that a full system explant was performed for an unknown reason. The patient condition is stable.

Manufacturer narrative:
The reported event was the lead was returned for unspecified issues. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.